Event description:
It was reported that pump battery was not charging there was no reported adverse impact to the customer¿s blood glucose level. Customer arranged to return pump, and distributor planned to check device upon receipt while replacement pump was provided.